Event description:
It was reported that the tip of the tap sheared during a case.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Manufacturer narrative:
Correction: h3: yes. H6: investigation findings: 3243. Investigation conclusions: 61. Device evaluation: visual inspection confirms that there is damage to the distal tip of the tap. The tap has a gash cut at the distal end. The break is clean and angled at approximately 45 degrees. The third gash has minimal signs of damage along the spline. The fragmentation, angle and bend of present on one of the remaining flutes indicate this fracture was likely a result of both high torsional and bending loads. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.